Event description:
It was reported that the distal end of catheter was detached. The 70-80% stenosed target lesion is located in the mildly tortuous and mildly calcified left anterior descending coronary artery (lad). During a percutaneous coronary intervention (pci), the target lesion was accessed via femoral artery to ostium of the left main artery, then to the lad. A piece of the distal end of the opticross¿ was detached inside the patient. The detached piece of the device was manually removed by the physician using standard procedure over the wire removal. No patient complications reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the part of the catheter that came off was the most distal ring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed no kinks along the length of the catheter. There was no damage observed on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Part of the femoral marker on the distal side was observed detached during visual inspection, the detached part (2 pcs) of the femoral marker were returned with the catheter. The telescope assembly was able to properly pull back, advance, and retract. The distance from the distal end of the transducer housing to the tip of the catheter was measured and is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the part of the catheter that came off was the most distal ring.